Manufacturer narrative:
The customer¿s report that the pca module miscalculated the remaining volume in the syringe was not confirmed in the logs or replicated during functional testing. The pcu event log showed that the source pca module was selected and programmed for morphine (drug ID 218), ¿pca only¿ with a pca dose of 1mg (1ml) on (B)(6) 2019 at 10:25. The user selected a monoject syringe with a volume of 51.9651 ml. The infusion started. At 1:00 pm, the device was removed and the pcu alarmed for channel disconnect. During this time period there were no pca requests made. The source pca module was again added at 1:02 pm. The unit was then selected and programmed for morphine (drug 218), ¿pca only¿ with a pca dose of 1mg (1ml). The user selected a 50 ml bd syringe with a volume of 52.4696 ml and the infusion was then started. The log shows that the pca module was channeled off on 14jun2019 at 6:36 pm. Through the course of the infusion, the log shows that 9 pca requests were made and delivered, for a total volume infused of 9ml. The 50ml bd syringe contained a remaining volume of 43.4696 ml. There were no obvious programming errors noted. Analysis of the pcu error log showed no errors or malfunctions. A root cause was not identified.

Event description:
It was reported that the pca pump appeared to have miscalculated the remaining volume in the syringe. The pca pump was set up with morphine 1mg/1ml concentration. Prior check volume was 44.8ml and after 2ml was delivered, the volume still remains 44.8ml. Patient was encouraged to press the dose request cord button if in pain. The patient pressed the button and it was witnessed that the pca pump delivered the dose with remaining volume registered as 43.8ml. Pca was stopped in preparation for patient going for surgery.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pca pump appeared to have miscalculated the remaining volume in the syringe. The pca pump was set up with morphine 1mg/1ml concentration. Prior check volume was 44.8ml and after 2ml was delivered, the volume still remains 44.8ml. Patient was encouraged to press the dose request cord button if in pain. The patient pressed the button and it was witnessed that the pca pump delivered the dose with remaining volume registered as 43.8ml. Pca was stopped in preparation for patient going for surgery.